Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that her blood glucose was 356 mg/dl when it started to kept going higher. The customer's blood glucose was 1100 mg/dl at the time of the incident. The customer's blood glucose was 259 mg/dl at the time of call. The customer stated she was giving herself bolus but the blood glucose kept going higher. The customer stated that she experienced vomiting and abdominal pain. Troubleshooting did not occur. The insulin pump will not be returned for analysis.